Event description:
A customer reported obtaining human chorionic gonadotropin (bhcg) level 1 quality control (qc) results which were outside the upper range limit, greater than 2 standard deviations, on an access 2 immunoassay analyzer on (B)(6) 2011. A repeat of instrument bhcg qc generated similar results. The customer replaced the in-use reagent pack with a new reagent pack. Instrument bhcg qc was repeated and all levels recovered within the customer's established ranges. Patient sample results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument analyte qc test results at all levels met customer established specifications prior to the day of the event. Carryover testing performed in response to this issue generated acceptable results.

Manufacturer narrative:
Beckman coulter inc. Customer product line support received two involved bhcg reagent lid covers from this customer as well as the involved reagent pack. Both lids had significant amounts of buildup on them however this was not confirmed to be the cause of the elevated relative light units which caused the customer's quality control issues. Contaminant testing and relative light unit assessments were performed on the reagent pack however the results were inconclusive. At this time there is no conclusive evidence to indicate that the instrument failed to meet established specifications. The cause of this event is unknown with the current information. Was revised from (B)(4)'s contact information to (B)(4)'s contact information. (B)(4). Conclusion remained unchanged.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this incident. The field service engineer (fse) verified the system per established procedures. No hardware issues were noted. A definitive root cause cannot be determined for this event to date.